Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that a wound infection and thread granuloma after primary wound healing had been completed (26 days after surgery). After revision surgery, the wound has healed in the meantime. Patient data: (B)(6) female, year of birth: (B)(6). This event is related to two different products: monosyn suture (reported under MFR report number 3003639970-2021-00003) and novosyn suture (this report). More information has been requested.

Event description:
Additional information received from the case: furthermore, the client reported that crust formation at thread granuloma with infection occurred after endoscopic frontal synostosis and the patient had to be reoperated. This event is related to two different products due to the fact that the subcutaneous head calvaria was sutured with novosyn 4/0 (this report) and the cutaneous skin with monosyn 5/0 (reported under MFR report number 3003639970-2021-00004). Product codes and batches involved are not known.

Manufacturer narrative:
Analysis and results: the involved reference-batch is unknown. As the reference-batch is unknown, the batch manufacturing record cannot be reviewed. We have not received any sample from the customer. Without any sample or more information, we cannot carry out an analysis in order to take a decision. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of novosyn suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." Final conclusion: without samples or more information, we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective / preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.